Event description:
Customer alleged hypoglycemic event while using advantage meter. Customer alleged he felt hypoglycemic; blood glucose test on advantage meter = 530 mg/dl; customer treated himself with 20u lantus and 10u humulin r. Customer stated, he was using test strips stored outside the original vial. Product labeling instructs the user to store test strips in tightly capped original vial. Customer alleged wife had to drive him to ER where he was treated with IV (contents not reported). Customer alleged 1 hour after arriving at hosp, professional meter = 30-40 mg/dl.